Event description:
It was reported that during a computed tomography guided lung biopsy through normal density tissue, the coaxial needle was allegedly broke at the hub during the second sample attempt. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one mission disposable core biopsy stylet for evaluation. During visual evaluation, the device appeared to be clean. A trocar stylet was received, the hub was noted to be missing, and no other components were returned. The proximal part of the needle that attaches to the hub was views under the microscope. The adhesive was noted to be non-homogeneous all around the proximal part of the needle. Further functional testing was not performed due to the condition of the returned sample and nature of the complaint. Therefore, the investigation is confirmed for the identified detachment of device or device component issue as the hub detached from the trocar stylet and noted to be missing. And the investigation is unconfirmed for the reported break issue as no other anomalies were noted. A definitive root cause for the reported break and the identified detachment of device or device component issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.